Event description:
It was reported that the blanket leaked water near the connectors during use. A small hole was observed near the connections to the pump. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The user facility evaluated the part. Result: leaking blanket.